Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the probe (ln 8c94-47). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect total b-hcg results were generated for a patient. Sid (B)(6) generated an initial result of 57.19 miu/ml (positive), with a retest result of <1.2 miu/ml (negative). No impact to patient management was reported.